Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the air/water nozzle clogged, the bending rubber worn out, the insertion flexible tube (ift) leaky, the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the objective gluing missing, the u/d pulley wire worn out, the r/l pulley wire worn out, the light guide cable cut, the lg prong assy deformed, and the lg prong top assy loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.